Manufacturer narrative:
(B)(4): a f/u report will be submitted upon completion of the investigation.

Event description:
The customer reported to philips healthcare that the "unit been used in theatres with intern paddles, charged up to 10j, unit only charged to 6 and then it did not go any further". There was "a backup in another unused theatre and pt was shocked ok".